Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter tip was found damaged during use. The following information was provided by the initial reporter, translated from (B)(6): "patient comes in to outpatient facility for a scheduled surgery. After preparing the patient, the device placement is performed, which presents a quality failure, since the polyurethane tip seems to bloom. Double puncture was needed, but no other damage or additional intervention either."

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ IV catheter tip was found damaged during use. The following information was provided by the initial reporter, translated from spanish: "patient comes in to outpatient facility for a scheduled surgery. After preparing the patient, the device placement is performed, which presents a quality failure, since the polyurethane tip seems to bloom... Double puncture was needed, but no other damage or additional intervention either."